Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead helix experienced a problem in extension/retraction. The rv lead was not used, and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically compressed. If information is provided in the future, a supplemental report will be issued.